Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this right ventricular lead had dislodged. The patient was diagnosed with twiddler's syndrome and subsequently admitted for pericardial effusion. This lead was first repositioned and later explanted and replaced. This lead is expected to be retuned for investigation. No additional adverse patient effects were reported.